Event description:
A high reading issue was reported on the adc device. A customer reported receiving an unspecified high reading and as a result, the customer experienced a loss of consciousness. The customer had contact with a paramedic who obtained a glucose reading of 96 mg/dl in comparison to a sensor scan result of 326 mg/dl however, it is unknown if the readings were obtained within 10 minutes. The customer was treated with oral glucose tablets and a peanut butter sandwich by the paramedic for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.